Manufacturer narrative:
(B)(4).

Event description:
The home patient (hp) reported that she presented with peritonitis manifested by pain in the abdomen, fever and clouded fluid, which subsequently recurred. The hp was hospitalized for four days and was treated with unknown intravenous (IV) antibiotics. After being released from the hospital the hp continued treatment with unknown oral antibiotics. The hp's (unknown) symptoms did not resolve and eight days later the hp returned to the hospital, was treated with unknown intravenous (IV) antibiotics and was released after three days. After the hp was discharged from the hospital the hp was treated with intravenous (IV) antibiotics at the doctor's office for the next 10 days. The home patient is reportedly recovering. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A batch review was performed, and no issues were detected during the manufacturing of this batch. Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.